Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The pump was found to be noisy. The customer reported product problem was confirmed during testing. The product problem was caused by a defective pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that unit was noisey. No patient injury or complications were reported in relation to this event.